Manufacturer narrative:
D10: lgc femoral ps cem right sz 2.5, 02-010-01-0325, (B)(6); lgc tibia rbktray cem sz 2.5f/ 2.5t, 02-012-43-2525, (B)(6). The revision reported was likely the result of prosthesis wear and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 3 years post op initial left tka, this 52 y/o female patient was revised due to loosening and poly wear. All components were revised to tkr. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos attached. Unable to obtain x-rays. Product not returning - disposed at the hospital.